Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be due to the challenging anatomy. The reported single gripper actuation issue appears to be a cascading effect of the reported stretched gripper line. A cause for the stretched gripper line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The patient had fragile leaflets and there was difficulty visualizing the clip due to the anatomy. The initial procedure took place on (B)(6) 2021 and 2 clips were implanted, reducing mr to 1. The next day the patient had a transthoracic echocardiogram (tte) and mr was still 1. Over the weekend, mr deteriorated and a showed mr of 4+. One clip (10112u143) that had been implanted on (B)(6) 2021 was noted to have a bit of flail that was not present previously. The clip had a single leaflet device attachment (slda) as the posterior leaflet tore from the clip. Another clip was implanted on (B)(6) 2021 (10107u134) to attempt to stabilize the other clip and there was difficulty grasping. After several grasping attempts, the gripper appeared stretched out and the gripper would no longer drop. Troubleshooting was performed for over an hour so it was decided to remove the clip while still attached to the clip delivery system. Another clip was then advanced to the mitral valve and implanted, reducing mr to about 3. This was still a lot of mr for this patient so it was decided to implant an amplatzer septal occluder between the 2 clips. The amplatzer is well seated between the two clips but is tilted and mr has now increased to 4. The patient is doing ok. No additional information was provided.